Event description:
It was reported that a stent with a length of 12cm was implanted femoral. During post dilation with radioscopy, it seemed that the used stent was not longer than the used pta balloon which had a length of 8cm. The user considered that the device was loaded with a too short stent. The physician confirmed that the stent was covering the target site, and therefore it was not necessary to take any further action.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA# (B) (4). The stent remains implanted; however, the delivery system has been returned. The product evaluation is currently underway.